Event description:
Patient reported her infusion device "releases insulin out of control." Patient reported there were boluses reflected in the infusion device history that were not programmed by her. Patient has had infusion device for approximately 1 month. In this 1 month, blood glucose values have decreased to 40-45 mg/dl on 5-6 different occasions. Patient viewed diary and infusion device history and found bolus amounts that were not programmed. The patient did not require treatment from a healthcare professional or second party to address the issue. Infusion device was replaced and requested for evaluation. No additional information was available.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.